Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 353 mg/dl. Customer stated that he press some buttons accidentally and it feed too much insulin. Customer was advised that he has a lock keypad feature on the pump to avoid this from occurring. Customer reported the incident for documentation only.